Event description:
It was reported that during an angioplasty of an abdominal aortic stenosis procedure, deflation difficulties were encountered. The procedure was being performed for treatment of an abdominal aortic aneurysm (aaa). The lesion was located in the abdominal aorta, distal to the renal arteries. The percent of the stenosis of the lesion, degree of calcification of the lesion, and vessel tortuosity are unk. The equalizer 7mm x 33mm x 65 cm balloon catheter was advanced to the lesion without difficulty and inflated with a hand syringe one time to an unspecified number of atms. Upon attempting to deflate the balloon, the balloon failed to deflate. In efforts to deflate the balloon, the physician applied negative pressure to the balloon using "several" syringes and attempted to "pop" the balloon with an unspecified "stiff wire", however, all attempts were unsuccessful. After approx 20 mins, the balloon was able to be deflated and was successfully removed from the pt without further incident. No other devices were employed and the procedure was completed. The pt's status is reported as "fine".